Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating when she primed the tubing while connected to the pump her blood glucose (bg) elevated a few hours later. The patient reportedly checked the tubing, thought there was no insulin in the tubing and repeated the prime step again. The patient denied leaking. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting and due to the allegation that there may have been an issue with air bubbles in the cartridge and or infusion set tubing.